Manufacturer narrative:
(B)(4). The evaluation of this device is in process. Upon completion of carefusion's investigation, a follow-up medwatch will be submitted.

Event description:
Customer reported: air does not flow through the aerosol chamber. When the air was turned on, the pressure "popped" the tubing off the nebulizer. Two samples available, to follow. No patient incident. Noticed prior to use.

Manufacturer narrative:
(B)(4) evaluation summary: two samples were returned for evaluation. During visual inspection, we confirmed that the misty max bottoms of both samples were completely occluded. The production records for the lot numbers reported were evaluated and no issues were observed. The possible root cause of the reported issue is that our molding equipment has the core pin damaged. A damaged core pin may cause the misty max bottom stem to be occluded. As an action plan, the personnel were notified of this problem. In addition, the quality personnel will improve the production of the run of the mold and the inspection process. In any future occurrences, if a production error is noted, the operator will follow the procedure of a production halt until the issue is resolved including a 100% quality check of representative samples produced with the mold in question to assure that no affected product is released.